Event description:
It was reported that during posterior communicating artery (pcoma) aneurysm procedure, while withdrawing the subject stent, it was found that the subject stent got deployed at the proximal end of the microcatheter shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.